Manufacturer narrative:
The device has not been received by this manufacturer. An evaluation has not been performed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific corporation in 2008, that a hydrothermablator console system unit (hta) was used during a therapeutic hydrothermal ablation procedure on the day before. According to the complainant, approximately one minute into the ablation phase, the unit powered down. They restarted the hta system and again, it powered down and went back to the beginning screen. They were unable to complete ablation. No patient complications were reported due to this event. Note: this MFR. Report is associated with MFR. Report # 3005099803-2008-04224.